Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received in a tan, blood tainted solution in the original product packaging jar in an explant kit. The explant kit jar was returned. Host tissue was observed on the outflow. All leaflets were stiff due to host tissue on the outflow. Part of the free margin of the non-coronary and left cusps was exposed appearing slightly flexible. A small tear through the tunica of the left cusp along the inflow margin of attachment appeared to have occurred during explant. All commissures appear intact. Brown thrombotic appearing host tissue fills and stiffens all cusps on the outflow. Due to the receipt condition, pannus could not be confirmed. Radiography shows no evidence of fractures and/or mineralization in the valve and/or host tissue. Conclusion: a review of the device history record (DHR) was performed for this valve. There were no correlations / issues identified in regard to manufacturing that could be related to this event. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Based on the returned product analysis, the reported pannus overgrowth cannot be confirmed. The thrombus formation on the outflow could have impaired the leaflet mobility causing the high gradient. However, the conclusive cause of the thrombus formation cannot be determined. High gradient due to immobile leaflets caused by thrombus is a known failure mode and is addressed in the current risk management file. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device evaluation. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year three months post implant of this bioprosthetic valve, the patient presented with increased gradients of 120mmhg. The device was explanted and replaced. The physician noted presence of pannus on the explanted valve. Additionally, the physician stated that the explanted valve was too small which may have caused the increased gradients. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.